Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed system error 322. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a damaged lower link. The lower auxiliary requires replacement to address this issue. During evaluation the device had downstream occlusion alarms. The cause was identified to be an out of specification downstream tubing guide, the force sensor and tubing guide were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.